Manufacturer narrative:
No kinks were observed on the exposed portion of soft cannula. No evidence of blood was observed on the received device. A leak test was performed with colored water, and no leaks were observed throughout the entire fluid path. The cannula assembly of the device was inspected for any manufacturing deficiencies that could cause bleeding/bruising. No issues were found. The data downloaded from the device did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
Patient's mother reported the patient's blood glucose level rose to 307 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Ketones were checked and found to be negative. As treatment, the patient drank juice and changed the pod. The patient's blood glucose and insulin history are as follows: (B)(6).